Event description:
Account reported a plate implanted was noted broken on an x-ray taken 7-8 weeks post-operative. Plate currently remains in the pt and will not be returned.

Event description:
Plate was implanted on 6/00 for a trimallelar ankle fracture sustained on 6/00. At 6 weeks post operative pt was asymptomatic. X-rays were anatomic and full weight bearing was begun. Pt presented with painless collapse of ankle and loss of fixation consistent with neuropathic after 6 weeks.